Manufacturer narrative:
Result of investigation: the suspect main printed circuit board (pcb)component was returned to the vyaire failure analysis laboratory. The fa engineer performed a visual and physical inspection of the main pcb and found no anomalies. The suspect main pcb was installed on a known good device and the reported failure was duplicated. The events log was reviewed and found multiple pt802 failures. The transducer calibrations were performed and all passed except for the exhalation differential transducer (pt802). The investigation found the root cause was associated with a manufacturing supplier issue with pt802 within the main pcb. This issue has been addressed in CAPA (B)(4). Vyaire will track and trend this reported issue and internally investigate the situation as required.

Manufacturer narrative:
Vyaire complaint #: (B)(4). A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr determined that the device failed the exhalation pressure transducer calibration and will require the main board to be replaced. A replacement main board has been ordered and is pending receipt to complete the repair of the device.

Event description:
The customer reported that their vela ventilator displayed an unresolved "xdcr fault" alarm condition. The customer reported that there was no patient involvement.